Event description:
Additional information was received that pacing inhibition was observed on the right atrial (ra) lead and the patient was not pacemaker dependent. The device was reprogrammed to resolve the event.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. Technical support was contacted, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.